Event description:
Affected side is right.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b.5, b.7, d.1, d.2, d.4, g.1, g.5, h.4, h.6.

Event description:
This record will represent the left side.

Event description:
Patient¿s representative reported a case of bia-alcl. Patient underwent a core biopsy taken from the right axillary lymph node and breast. The immunohistochemistry confirmed the presence of cd30 and negative. Flow cytometry showed a mixture of b and t cells with no anomalous features and with no light chain restriction in the b cell population. The patient also underwent a pet scan which showed pathology characterised by an abnormal increase in glucose metabolism appears to be limited to a single enlarged right axillary lymph node. Treatment has been indicated as choep. Patient prognosis was not provided. This report relates the to the right side device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Pathology received confirms the markers of cd30+ and alk-.

Manufacturer narrative:
Continued h6: f2201, f2203.

Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: lymphoma alcl - unconfirmed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Customer representative reported a case of bia-alcl. Pathological markers confirming alcl have not been received, therefore, the event will be captured as lymphoma. Side experiencing the event is unknown. Device status is unknown.